Manufacturer narrative:
On 9/10/2015 - corrected the model number. The exact manufacture date is unknown. It is believed this lead was manufactured in the spring of 1994. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reports that the lead has intermittent capture. At this time the lead remains implanted. (B)(4) - the lead was capped and remains implanted.